Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic core valve, a right femoral artery tear occurred during the introduction of 19 fr solopath catheter. A right femoral endarterectomy was performed after the valve was implanted and the catheter was removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).